Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent damage was able to be confirmed; however, the shaft separation was unable to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous circumflex. The 2.5 x 15 mm xience prime did not cross. After several attempts to cross the lesion, the stent struts flared and the proximal shaft separated. The patient was treated with another 2.5 x 15 mm xience prime. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.